Event description:
It was reported that customer experienced issues with touchscreen and described touchscreen as scratched. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and technical support documented email details but was unable to follow up with customer.